Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and abdominal distension ("I no longer look pregnant"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension and medical device removal to be related to essure. (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("I no longer look pregnant"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding between periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, abdominal pain, dysmenorrhoea, back pain, metrorrhagia, menorrhagia, fatigue, gastrointestinal disorder, nausea, weight decreased and alopecia had resolved and the vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, menorrhagia, metrorrhagia, nausea, pelvic pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) she received treatment for pelvic pain, abdominal pain, dysmenorrhea, back pain, metorhagia, menorrhagia, vaginal discharge, fatigue ,gi conditions, nausea, weight loss, hair loss discrepancy noted in insertion date: (B)(6) 2007 (previously reported) and in current fu ((B)(6) 2012) was reported. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) -result unknown. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: event medical device removal was replaced with pelvic pain. New events- pelvic pain abdominal pain, dysmenorrhea, back pain, metorhagia, menorrhagia, vaginal discharge, fatigue ,gi conditions, nausea, weight loss, hair loss were added. Updated outcome of events pelvic pain, abdominal pain, dysmenorrhea, back pain, metorhagia, menorrhagia, fatigue ,gi conditions, nausea, weight loss, hair loss to recovered/resolved. Date of removal, reporters and lab data were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("I no longer look pregnant"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding between periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), alopecia ("hair loss"), hot flush ("hot flashes") and insomnia ("inability to sleep") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, abdominal pain, dysmenorrhoea, back pain, metrorrhagia, menorrhagia, fatigue, gastrointestinal disorder, nausea, weight decreased and alopecia had resolved and the vaginal discharge, hot flush and insomnia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, hot flush, insomnia, menorrhagia, metrorrhagia, nausea, pelvic pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) she received treatment for pelvic pain, abdominal pain, dysmenorrhea, back pain, metorhagia, menorrhagia, vaginal discharge, fatigue ,gi conditions, nausea, weight loss, hair loss discrepancy noted in insertion date: (B)(6) 2007 (previously reported) and in current fu ((B)(6) 2012) was reported. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) -result unknown. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received, new reporter were added. New event hot flashes and inability to sleep were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("I no longer look pregnant"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding between periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), alopecia ("hair loss"), hot flush ("hot flashes") and insomnia ("inability to sleep") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, abdominal pain, dysmenorrhoea, back pain, metrorrhagia, menorrhagia, fatigue, gastrointestinal disorder, nausea, weight decreased and alopecia had resolved and the vaginal discharge, hot flush and insomnia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, hot flush, insomnia, menorrhagia, metrorrhagia, nausea, pelvic pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2015-420844 she received treatment for pelvic pain, abdominal pain, dysmenorrhea, back pain, metorhagia, menorrhagia, vaginal discharge, fatigue ,gi conditions, nausea, weight loss, hair loss discrepancy noted in insertion date: (B)(6) 2007 (previously reported) and in current fu ((B)(6) 2012) was reported. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) -result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media content was received: new reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.